Event description:
It was reported that the bd maxplus positive pressure connector had connection issues. The following information was provided by the initial reporter, translated from chinese to english: the IV set connection was not secure/there was blood leakage. Additional information received from the customer: please confirm whether loose connection and blood leakage was observed with the same product? The customer has discarded the product and is unable to return it; no photographs are available. Please confirm if leakage was caused due to loose connection? The customer reported that when connecting the weigao syringe directly to the connector, it failed to secure properly and became detached.

Manufacturer narrative:
Device evaluation: a mp1000 china product was not available for investigation of (B)(6); however, the customer confirmed that the complaint sample was from lot: 25035032. The feedback provided by the customer states that, "IV set connection loose/bleeding." Further information from the customer has stated that when connecting the weigao syringe directly to the connector, it failed to secure properly and became detached. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 25035032 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.